Event description:
It was reported that (1) device was used during a tonsillectomy. It was reported by the affiliate that the dh145 instrument during indication ok. Approx 6 hours after procedure had extreme bleeding. A reoperation was done. The wound healing effect is not influenced. No stay on intesive care unit is necessary. The device was not returned.